Event description:
In 2008, tyco healthcare/kendall was notified that a customer alleges he had a "severely painful reaction" from a heparin prefilled syringe by the customer's attorney.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.